Event description:
A customer obtained erratic toxo igg results for one patient sample resulting in the non-reactive and reactive reference ranges.the customer repeated the patient's sample after the instrument was serviced and with a new reagent pack. Results obtained were in the non-reactive reference range. The customer believed the patient's non-reactive result.the results were not reported out of the lab. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
The specimen was serum that was centrifuged at 4,200 rpm for 10 minutes. Per customer, the sample had a clear appearance and the sample volume was adequate.qc was within the customer's established ranges prior to and after the event. All toxo igg results analyzed on (hbsa6)2010, including the qc, resulted from the same toxo igg reagent pack. No issues were noted with other samples.a field service engineer (fse) was dispatched: a) the fse verified the alignments and performed a precision run that met specifications. No hardware issues were noted.a definitive root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.